Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12 under normal lighting to received units, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Sample was filled with 5cc of air in order to see if there was any functional problem. When inflating the sample, it was seen that pilot balloon inflated but all the air was stuck in it. According to the instructions for use, the cuff was manipulated and the whole cuff inflated. However, extreme force was needed to inflate the cuff. Teflon was not properly distributed in the cuff, the complaint was confirmed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported the device had a defective balloon. No patient injury reported.